Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy the device was fired on transected stomach tissue and the clips were scissoring. The procedure was completed with a like device and with no patient consequences reported.